Event description:
It was reported that the patient with this device received inappropriate shock therapy due to oversensing. The patient has a history of inappropriate therapy with the subcutaneous system and thus will be reimplanted with a transvenous option. New information received indicates that this system was explanted and replaced without boston scientific support. The date of intervention is unknown and the device was not given to local boston scientific field representatives to return for evaluation.

Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to oversensing. The patient has a history of inappropriate therapy with the subcutaneous system and thus will be reimplanted with a transvenous option.